Manufacturer narrative:
The device was not returned for analysis and the complaint of dehiscence could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established.

Event description:
It was reported that the wound at the ipg site re-opened. The patient underwent an explant of the scs system and was doing well post-operatively. The explanted devices were disposed and will not being returned for analysis.